Manufacturer narrative:
Device monitored for several days. Device received with all operating currents within specification and passed functional testing including the rewind, a21 error test, basic occlusion test, occlusion test, prime/a33 test, excessive no delivery test and displacement test. No excessive no delivery/occlusion alarm noted. No unexpected low battery alarm anomalies noted. No unexpected battery power loss anomalies noted. No frozen screen noted during test and time clock advances properly. No unexpected missing segments/partial display anomalies noted. Device received with minor scratched lcd window and cracked reservoir tube lip. The test infusion set and reservoir does lock into place. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that scratches on screen, makes it hard to read. The customer's blood glucose was unknown. The insulin pump alarmed no delivery alert and frozen screen. The insulin pump looses settings. The insulin pump will not be returned for analysis.